Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The unit then passed all testing.

Event description:
It was reported that a ventilator had an erratic lower display. The ventilator was not in use on a patient at the time the malfunction occurred.